Event description:
It was reported that a cardiac perforation and pericardial effusion involving this right ventricular (rv) lead was identified during the implant procedure. The implant procedure was successfully completed with satisfactory current of injury and lead data. A few hours later, the patient was returned to the operating room due to a bleed. No change was noted in lead data or lead position on x-ray. Pericardial and pleural drains were placed. The patient was seen for a post operative check the following day. Lead data was noted to be satisfactory and no further follow up was requested from the physician from a device perspective. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct field h6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a cardiac perforation and pericardial effusion involving this right ventricular (rv) lead was identified during the implant procedure. The implant procedure was successfully completed with satisfactory current of injury and lead data. A few hours later, the patient was returned to the operating room due to a bleed. No change was noted in lead data or lead position on x-ray. Pericardial and pleural drains were placed. The patient was seen for a post operative check the following day. Lead data was noted to be satisfactory and no further follow up was requested from the physician from a device perspective. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct field h6: impact codes.

Event description:
It was reported that a cardiac perforation and pericardial effusion involving this right ventricular (rv) lead was identified during the implant procedure. The implant procedure was successfully completed with satisfactory current of injury and lead data. A few hours later, the patient was returned to the operating room due to a bleed. No change was noted in lead data or lead position on x-ray. Pericardial and pleural drains were placed. The patient was seen for a post operative check the following day. Lead data was noted to be satisfactory and no further follow up was requested from the physician from a device perspective. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.